Event description:
Four months post index procedure, the patient experienced a q-wave myocardial infarction (mi) in the inferior (leads ii, iii, avf). There were st segment changes present. The patient was medically treated and recovered. One month later, the patient returned to the hospital with class 3 stable angina where angiography revealed stenosis in the following non target lesions: ninety (90%) stenosis in the left main coronary artery and 70% stenosis in the ramus. The lesions were stented and timi flow was grade iii for both lesions. The patient recovered. In 2006, the patient had a 3.0 x 13mm bx sonic stent implanted at 14 atms in the 75% stenosed, type b2 proximal right coronary artery (rca). The lesion was pre-dilated at 8 atms and post-dilated at 14 atms. Timi flow was grade iii.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.